Event description:
It was reported that a critical alarm occurred. It was noted that a motor stall occurred and the stall never recovered. It was reported that the actions required as a result of the event included explant and replacement. It was noted that the pump was used to infuse sufentanyl and bupivacaine. It was reported that the patient heard pump alarm, but did not know what it was. It was noted that the patient had nausea, vomiting, and no pain relief in about 24 to 48 hrs after she started hearing the alarm, but she didn't go to the doctor for over a week. It was reported that the pump didn't restart on its own per pump logs. It was noted that another refill of the same drugs was performed on (B)(6) for whatever reason and pump restart command was given, but it continued to alarm. It was noted that the patient was scheduled for replacement the day of report. It was reported that the patient¿s status at the time of report was alive - no injury. It was noted that the patient had underdose symptoms that included nausea, vomiting, increased in pain level all over body and less than 50% therapy relief. It was reported that the location of issue or symptom was over all of body. It was noted that the pump did not restart on its own per pump logs. It was reported that another refill of the same drugs was performed on (B)(6). It was later reported that the product issue was resolved following the replacement. It was noted that the cause of the motor stall was unknown. Per pump logs, ¿stopped pump period may exceed tube set¿ occurred on 2014 (B)(6) and a motor stall occurred 2014 (B)(6).

Manufacturer narrative:
Product ID 8709, lot# l57856, implanted: 1999 (B)(6); product type catheter. (B)(4).